Manufacturer narrative:
The initial MDR 2432235-2016-00204 was filed on april 19, 2016. Additional information (04/28/2016): a siemens headquarters support center (hsc) specialist reviewed the instrument data. The hsc specialist determined that there were no known reagent or calibrator issues that would have caused the discrepant results. The cause of the discordant, falsely low ecrea_2 results on multiple patient samples is unknown.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that they obtained unacceptable repeatability on ecrea_2 method. A siemens field application specialist (fas) was dispatched to the customer site. After evaluating the instrument, the fas configured the instrument as per siemens protocol and performed water rinse for ecrea_2 method. A siemens customer service engineer (cse) specialist replaced the reaction tray wash unit drain valve (cdev2) and checked the reaction washer (wud). The customer did not obtain any additional discordant results. The cause of the discordant, falsely low ecrea_2 results on multiple patient samples is unknown. This instrument is performing according to specifications. No further evaluation is required.

Event description:
Discordant, falsely low enzymatic creatinine (ecrea_2) results were obtained on multiple patient samples on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting higher. The samples were then repeated on the same instrument, also resulting higher except for (B)(6), which resulted similar to the initial results. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea_2 results.